Manufacturer narrative:
Batch review performed on 25 january 2024: lot 2307920: 50 items manufactured and released on 15-may-2023. Expiration date: 2028-04-23. No anomalies found related to the problem. To date, 18 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 3 months from the primary, the patient came in reporting pain due to developing a hematoma and the cause is unknown. The surgeon performed a washout and downsized the liner (from 12 mm to 11 mm). The surgery was completed successfully.